Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the audio bolus button (abb) cover was torn; the relation of this device failure to the reported button responsiveness issue can not be determined, as the reported button responsiveness issue would have to be duplicated to determine such. Evaluation revealed that the abb was properly responsive: the reported issue was not duplicated. The abb cover was removed, and no evidence of contamination was found under the button contact.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter alleged that the audio bolus button was damaged and under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.